Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that device indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 672625 adaptor 2011 (B)(6); 5071 implantable pacing lead 2011 (B)(6); 4968 x2 implantable pacing leads 2011 (B)(6). (B)(4).